Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a recharging problem. It takes the patient a long time to charge their battery/ins. It takes 1.45 hrs to charge 30%. The device read ¿excellent¿ when charging. Additional information was received from the hcp via the manufacturer representative reporting that there were no symptoms. The ins recharging time was considered abnormal. The cause of the long ins recharge time was not determined. No diagnostics/troubleshooting or actions/interventions were taken as the patient declined for an unscheduled visit. The outcome was ongoing. Additional information was received from healthcare professional. It was reported that charging was not consistent. Patient would charge quickly at some points and then at others it shows excellent but then takes 1-2 hours to go from 30-40%. It was stated that half of the time, it takes normal amount of time to charge and half of the time, it takes 1-2 hours to increase 10%/3hours to charge event when it says excellent. It was also reported that when controller is turned upside down (like if placed in pocket), the charge connection is lost, battery charging will stop, and patient needs to reestablish. It was not due to cord becoming disconnected. A replacement recharger/antenna was sent. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.